Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of grainy and distorted image with the 180-scope series. Additionally, the evaluation found a worn-out video connector. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, during an endobronchial ultrasound (ebus) procedure, the evis exera iii video system produced a dark image with bright lens. The customer tried to replace video cable, switched monitors and replaced pigtail using different inputs on monitors. Additionally, the customer used different outputs on cv-190 and switched scopes. The issue did not resolve and there was a slight delay but the doctor was able to complete the procedure with the same device. During evaluation, it was observed an image issue. There was no harm, infection or user injury reported due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the product was manufactured before countermeasures due to a change in the operational amplifier circuit design of the patient board (dr board). It is likely that only the 180 scope did not produce an image due to a failure of the operational amplifier. Olympus will continue to monitor the field performance of this device.